Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on lcd board. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify failed battery test alarm due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. The customer's blood glucose reading was 350 mg/dl at the time of incident. Troubleshooting found that the battery contacts and cap were not damaged. It was also found that after the battery was removed for 10 minutes and reinstalled, the pump did not turn on and the self test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.